Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of implant / migration of essure device/ malposition of essure device location of device: abdominal wall"), genital haemorrhage ("excess and prolonged bleeding") and small intestinal obstruction ("sbo/ small bowel obstruction") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included diabetes, diverticulitis, mitral valve prolapse and vitamin d deficiency. Previously administered products included for an unreported indication: vitamin d. Concurrent conditions included migraine. Concomitant products included pantoprazole. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced nausea ("nausea"), anxiety ("anxiety") and depression ("depression"). In 2015, the patient experienced pelvic pain ("pain/ pelvic/ lower left pelvis"), vaginal discharge ("vaginal discharge"), uterine leiomyoma ("uterus and cervix - leiomyoma") and abdominal pain lower ("retained left sided essure coil with cramping"). On (B)(6) 2015, 3 years 7 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced micturition urgency ("urinary urgency") and urinary incontinence ("urinary leakage"). In 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and small intestinal obstruction (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fascial rupture ("fascial dehiscence") and dehiscence ("fascial dehiscence"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral)) and surgery (hysterectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, small intestinal obstruction, pelvic pain, nausea, vaginal discharge, uterine leiomyoma, fascial rupture, abdominal pain lower, micturition urgency, urinary incontinence, anxiety, depression and dehiscence outcome was unknown. The reporter considered abdominal pain lower, anxiety, dehiscence, depression, device dislocation, fascial rupture, genital haemorrhage, micturition urgency, nausea, pelvic pain, small intestinal obstruction, urinary incontinence, uterine leiomyoma, uterine perforation and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-sep-2018: pfs received. Reporter's information was added. Events added: anxiety, depression, perforation (uterus), fascial dehiscence, urinary urgency, urinary leakage, excess and prolonged bleeding. Concomitant diseases, historical diseases, concomitant drug, historical drug and lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / migration of essure device") and small intestinal obstruction ("sbo") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), small intestinal obstruction (seriousness criterion medically significant), pelvic pain ("pain"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), uterine leiomyoma ("uterus and cervix - leiomyoma"), dehiscence ("fascial dehiscence") and abdominal pain lower ("retained left sided essure coil with cramping"). The patient was treated with surgery (she had surgery to remove the essure implant / hysterectomy and salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, small intestinal obstruction, pelvic pain, nausea, vaginal discharge, uterine leiomyoma, dehiscence and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dehiscence, device dislocation, nausea, pelvic pain, small intestinal obstruction, uterine leiomyoma and vaginal discharge to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received - new events "nausea, vaginal discharge, uterus and cervix ¿ leiomyoma, fascial dehiscence, retained left sided essure coil with cramping, sbo" were added. Product explant date was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.